Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that when they plug the recharger into the controller, the controller screen goes black and unresponsive since about 4 or 5 days ago. Patient confirmed that the controller charges from the ac power supply without issue and shows a full charge. Agent walked patient through removing the battery pack and plugging controller into the ac power supply; patient confirmed controller powers on. Agent had patient re insert the battery and confirmed green light was flashing above the screen. Patient verified no visible damage to the controller battery compartment, battery pack, controller port, or recharging antenna. Patient blew into the port of the controller and cleaned the recharger pins. Patient then connected the recharging paddle and reported stimulation on/off screen. Patient then confirmed no device found appeared. Patient selected recharge and confirmed seeing recharging excellent. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. 2024-jul-17 rpl 436433 rtg0621328 (con) : patient called into medtronic patient services stating right after they ended the initial call, their controller went black and unresponsive again. Patient stated that they can plug the controller into the ac power supply, and the controller will function as expected, but when they plug the controller into the recharger, the controller becomes unresponsive and they are unable to turn the controller back on. Caller stated they hung up the call with the initial agent, and then the screen became unresponsive. Caller repeated they had spoken to their rep regarding the issue last night who stated they needed a replacement battery. Patients audio cut out on the call, and agent was no longer able to hear the patient. Agent made outbound call to patient, and left a voicemail to continue troubleshooting. 2024-jul-17 rpl 436433 rtg0621328 (con) : case re-opened and assigned to self to send an email to repair. Patient called back in after being disconnected to continue troubleshooting. Patient clarified that the second they plug the recharger into their controller, the controller will become unresponsive again. Patient confirmed they still sees a green light above the controller screen and the controller turns on when plugged into ac power supply. Patient then stated their back cover of the controller broke off, and they now hear a rattling and shaking sounds inside the controller. See rtg0621395 for report. The issue was not resolved. An email was sent to repair to replace the controller device and the recharger. 2024-jul-17 rpl 436434 rtg snow rtg0621395  (con):  information was received from a patient regarding an external device. The reason for call was patient called in for an issue regarding their patient therapy device in case rtg0621328. On the call, patient reported their back battery cover broke, and they believe that one of the prongs had fallen into the controller. When asked for event date, patient stated they noticed this issue sometime over the weekend. See rtg0621328 for email to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6); product type recharger product ID 97745 lot# serial# (B)(6): product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [controller], model [97745], s/n [(B)(6)], revealed replaced front case due to broken stim button bosses. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Replaced main board due to broken/damaged pins on rtm connector. Replaced broken/cracked rtm/power connector support. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.